Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found pieces torn off and missing from one haptic. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer returned a 12.6mm micl 12.6 implantable collamer lens to the manufacturer torn. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.